Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no hot pump, leak battery and unexpected alarm noted during testing. Pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. No burn or moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a battery leak in the insulin pump. The insulin pump had an alarm and when the customer checked the insulin pump it was really hot. The customer does not remember what the alarm was. When they opened the battery compartment the battery was leaking. It seemed like the battery had exploded while inside the insulin pump. The customer's blood glucose value was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.